Event description:
It was reported that the device was difficult to load/unload the cot in the ambulance. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.